Event description:
Litigation alleges patient suffers from pain, difficulty walking, and frequent falling. Update 7/8/15-pfs and medical records received. After review of the medical records for MDR reportability, it was discovered the patient was implanted with a poly on metal construct. All implants are being reported as none can be excluded as the cause of pain. Part numbers are being updated. The complaint was updated on: 7/30/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.